Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigator's was unable to duplicate the customer's stated problem. During investigation the device ran for an extended period, no issues occurred with the pump stopping and reverting to load menu. The device was functioning properly, no problem found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump intermittently stopped infusing and went back to load menu. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The patient also reported that there was blood in line, but was later determined to not have been caused by the pump's malfunction. There were no adverse effects to the patients due to the reported event.